Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced a calibration error. The sensor was inserted into the abdomen on (B)(6) 2022. The patient became cold, hypoglycemic, and then lost consciousness. He did not know how long he was unconscious when his nurse found him and called emergency medical services (ems). After he was given juice and peanut butter by paramedics, his blood glucose (bg) increased, and his bg finger stick was 162 mg/dl. He felt lightheaded, and paramedics and his nurse monitored his condition until it stabilized. He refused transport to the hospital, no other treatment or medical intervention was administered. At the time of the report, the patient was still feeling lightheaded from the event. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.